Event description:
During pt support flows dropped from 5.0 l/m to less to 2.0 l/m. "High pressure low flow" alarms were intermittently occurring. A backup console was utilized with no impact to the pt. On site service was unable to reproduce the symptom or find any discrepanices with the console. Console was placed back into service.